Event description:
The end user reported to us that the crutch collapsed causing a bone bruise and strained tendons in his foot. The end user stated that he was using the crutch on a tile floor when the crutch slid outward bending the foot piece three inches from the tip.

Manufacturer narrative:
We have not received the affected crutch from the end user which will limit the ability of the MFR to conduct a root cause analysis. As part of the investigation, we attempted to contact the end user to obtain add'l info regarding any injuries as a result of this incident. Called and left message on (B)(4) 2012. Called and spoke to the end user on (B)(6) 2012. He is under the weight limit of the crutch. The incident with the crutch happened on a tile floor. The crutch gave out on him sideways, bending the foot piece about 3 inches above the tip. He was near his recliner when this happened and fell into it. He stated that he had a follow up visit with the doctor to have an MRI read on (B)(6) 2012 and to call him tuesday to get a diagnosis to the extent of his injury to his foot. I provided my email to him and asked him to send a photo of the crutch. He agreed to do it, but I have not received a photo. I called (B)(4) 2012 and left a message to call me. He did not return my call. I called (B)(4) 2012 and left a voice mail message to return my call. He did not return my call. I spoke the end user on (B)(4) 2012. He stated that he received a diagnosis of a severe bone bruise and strained tendons. However, he stated that he has swelling that comes and goes and that he is getting a second opinion. Because of the swelling he believes that the injury is more than a bone bruise. The appointment is not for another two weeks. When more info becomes available we will file a supplemental report.